Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer powered to a blank screen and noted that it was not able to pull information. The hard drive was replaced to resolve. (B)(4).

Event description:
It was reported that the programmer powered on to a blank screen. The programmer was returned for service. No patient complications have been reported as a result of this event.